Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's rotor turns clockwise. The reported issue was discovered during preventative maintenance.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of unit¿s rotor rotates clockwise. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications.